Manufacturer narrative:
All buttons were functioning properly on the pump. However, corroded keypad traces were found on the pump. There was no button error alarm during testing and no moisture damage noted on the electronic assembly. It was noted that the pump was received with a cracked reservoir tube lip and a broken off end cap. (B)(4).

Event description:
The customer reported via phone call that she woke up this morning and when she tried to put a basal, her buttons were not working. Customer stated that yesterday she went into the water at the beach with the pump on. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.